Manufacturer narrative:
The device was returned and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. Full functional testing, electrical safety testing, calibration, and a simulated therapy was performed with no issues noted. The reported condition was not verified. The device met specification related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device presented electric shock. The process step and conditions during which this occurred is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.